Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alarm. The customer reported that the drive support cap was sticking out. The customer reported that the blood glucose was 25.5 mmol/l at the time of call. The customer treated blood glucose with manual injections. Troubleshooting was not performed. The insulin pump will be returned for analysis.